Manufacturer narrative:
The customer¿s report of a fluid leak at the connection of the primary set to the extension set was confirmed. Visual inspection of the set noted no obvious damage or abnormalities. Microscopic examination of the leak site revealed a thin crack spanning the length of the side of the female luer body on the extension set, which continued through the edge of the luer rim. Functional testing confirmed a slow dripping leak at the connection between the two sets. The cause of the failure was identified as a crack in the female luer body on the extension set. The cause of the cracking has been identified as a molding issue.

Manufacturer narrative:
Gtin/UDI number for item 20127e, lot 16105693 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while infusing lipids at an unspecified rate a leak was noted at the primary tubing and the filter connection. The lipids were held for 72 hrs. Per clinician. The patient was afebrile after 72 hrs. With no report of patient harm. The tubing was in use for 20hrs.